Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 175.9 mcg/day. The reason for use was intractable spasticity. It was reported that the patient is currently in the hospital and they want to do an MRI, they want to look at the pump and the catheter. The pump was replaced in (B)(6) and they were noticing they could no longer see the outline of the pump, but they normally could. The area around it was becoming bigger and bigger. When the patient went in for stitch removal, it started withdrawing fluid. ¿there is an infection somewhere, they did a cat scan but that was not enough, they are hoping the MRI will show more.¿ it was unknown if the procedure was due to a problem with the manufacturer¿s device or therapy. After the pump was replaced, there was buildup around pump, the patient kept going to the healthcare professional (hcp) and withdrew some of the fluid. They noticed the issue ¿like 3 weeks ago¿ around (B)(6) 2018 (and it was later reported that the issue started in (B)(6) of 2018, ¿the wednesday after the pump replacement on (B)(6) 2018¿). During the call, the patient reported the tubing has not been replaced since 1997. The caller will call technical support when a hcp or nurse is in the room so they can speak directly with technical support. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(6) 2018. It was reported that the cause of the fluid build-up was a seroma. Actions taken to resolve the issue consisted of aspiration. The fluid build-up was resolved. There were no further complications reported/anticipated.